Event description:
Customer reported a popping sound and loss of x-rays. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the x-ray tube. System operates as intended. (B) (4)